Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that the cutter had no cutting and suction before surgery. The procedure type was unknown. The procedure was completed by replacing the product with new one. There was no patient impact.